Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protege everflex stent to treat a moderately calcified, moderately tortuous, chronic total occlusion(cto) 100% stenotic fibrous lesion in the mid/distal/proximal superficial femoral artery(sfa). The artery diameter and lesion length were reported to be 6mm <(>&<)> 300mm, respectively. The lesion was pre-dilated with a 6x300x130admiral xtreme balloon. There was no damage noted to the packaging and no issues noted when removing the balloon from the tray. The device was prepped without issue. A 7fr non-medtronic sheath along with a 0.035 non medtronic with no embolic protection. The device did not pass through a previously deployed stent no resistance was encountered nor excessive force applied when accessing the lesion. On first inflation to 6atm, the balloon burst. All fragments of the balloon were retrieved from the patient. A new 6x300 admiral xtreme balloon was used to complete the pre-dilation. The everflex stent was then introduced but it was reported that the stent got stuck on the 0.035 wire. The stent and wire had to be removed as a unit. The stent was reported to have flared at the distal tip. A new wire was then used to cross the lesion and a 6x150 everflex stent was deployed in the distal sfa. A 7x150 everflex stent was then placed in the mid sfa. The 6x300 admiral xtreme that was used for the pre-dilation was then used for post dilation. Post procedure angiogram looked good. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was safely removed from the patient, a pinhole leak was reported. The stent and guidewire were safely removed as a unit. If information is provided in the future, a supplemental report will be issued.